Event description:
(B)(4). It was reported that during a valve placement procedure, a pericardial effusion occurred. The .035 in x 300 cm amplatz guide wire was introduced and a lotus heart valve successfully placed. Upon removal of the delivery system, the physician noted a drop in the patient's blood pressure. A pericardial effusion was confirmed via echocardiogram and aortogram. Pericardiocentesis was used to resolve the effusion. No additional surgical intervention was deemed necessary and the patient was discharged from acute care. No further adverse effects relating to this incident have been reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).